Manufacturer narrative:
This report is being submitted for additional information regarding device return and evaluation findings. The returned device was evaluated. The air leak inspection did not show any water leakages. The adhesive of the bending section cover was separated. The distal end cover had a scratch mark. The light guide lens was cracked. The connecting tube protector was shaved. The coating of the connecting tube had wear and tear. The universal cord was wrinkled. Electrical contacts of the plug unit were damaged. Angulations were out of specifications. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if there was damage to the area where the material was detected and unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, that the channel of the evis exera iii colonovideoscope was clogged. The device was returned and an evaluation at the repair center revealed, the endoscope was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.